Event description:
Information was received indicating that this ambulatory infusion pump gave error "1144" with constant alarm. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in fair condition with cracked housing and scratched screen. Customer's complaint of error 1144 and constant alarm was verified. The event log was unable to be downloaded. Service will replace the circuit board. Use testing was performed. The problem source is defective component of the circuit board.